Event description:
It was reported that the patient had a recurring incontinence with his artificial urinary sphincter (aus). The physician implanted and added a second cuff to make it a tandem cuff. The patient had a two cuff system in place now. No patient complications reported. Additional information was received. Rep states device is not activated yet as the 6 weeks activation period is not over. No adverse patient effects. Only that the patient was not continent enough so physician added a second cuff.